Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. There was no consequences to the patient.

Event description:
Upon examination, a brief pacing inhibition was also noted on the right ventricular lead.

Manufacturer narrative:
Previously reported event date as 1 jul 2022 but should actually be 30 jun 2022, section b3 has been updated. A brief pacing inhibition was noted on the right ventricular lead, section b5 has been updated.

Event description:
New information received notes that the patient presented for defibrillation testing(dft). During testing, delivery of a shock for ventricular fibrillation was delayed as the right ventricular lead had low defibrillation impedance. The shock was eventually delivered, successfully converting the rhythm. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.